Manufacturer narrative:
The customer has requested an event log review. Although requested, the affected devices/logs have not been received. A follow up report will be submitted with investigation results should the devices/logs be received for evaluation.

Event description:
The customer reported that the module was found infusing without being started by the rn. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
.